Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported intermittently the system displayed an overload fault and locked up. There was no patient injury or death reported.